Event description:
Reporter alleged obtaining discrepant blood glucose values of 350 md/dl, 82 mg/dl, and 84 mg/dl when testing was preformed within 10 minutes on the compact plus system. Reporter stated that on another day, she obtained discrepant back to back blood glucose values of 185 mg/dl and 90 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.